Manufacturer narrative:
The customer returned the suspected product. The returned contour meter was tested with the returned contour test strips from lot # 8ej3d01e and in-house test strips from lot # 7mj3d07a, which gave satisfactory performance. All readings were properly stored in the meter memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Weight was left blank as the patient's weight is unknown.

Event description:
The customer reported that two of her blood glucose readings were not being stored in the memory of the contour meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.